Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked before use. The following information was provided by the initial reporter: the patient was admitted to our hospital on july 12th, 2020. Disposable intravenous indwelling needle was used for treatment, and the needle leaked water during exhausting.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. See h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd intima-ii closed IV catheter system leaked before use. The following information was provided by the initial reporter: the patient was admitted to our hospital on (B)(6) 2020. Disposable intravenous indwelling needle was used for treatment, and the needle leaked water during exhausting.